Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that there was pain at the battery site. The patient had a recent fall that may have led to or contributed to the issue. The patient had a pocket revision and the battery was placed deeper in the pocket. The issue has been resolved.